Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose, blood at site and calibration error from the sensor. The customer's blood glucose value was 219 mg/dl while sensor glucose value was 47 mg/dl. The customer was on threshold suspend during the call. The customer mentioned that the sensor reading is lower than what her blood sugars actually are. The customer received a calibration error as well. The customer removed the sensor and there is no bent electrode, damage or retraction to the sensor. The customer stated that she also had bleeding at site. The customer did not troubleshoot for calibration error on the sensor since she removed it.

Manufacturer narrative:
Analysis inspected 1 opened/used partial enlite sensor and performed continuity resistance test and sensor failed per specifications. Analysis was unable to confirm needle complaint due to customer did not return needle.